Event description:
The customer reported to a third party sales rep that the power supply to a propaq lt blew up and would no longer work. Further clarification with the third party rep indicated that the power supply experienced an electrical short. This event as captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The propaq lt monitors are portable devices intended to be used by clinicians and medically qualified personnel for single- or multiparameter vital-signs monitoring of ambulatory and nonambulatory patients, including neonate, pediatric and adult patients. These devices are indicated for ECG, noninvasive blood pressure (nibp), respiration and spo2. The most likely locations for patients to be monitored by these devices are hospital general medical-surgical, telemetry, and intermediate care floors, hospital emergency departments, transport, emergency medical services, and other healthcare applications. The propaq uses the following power supply, 15v, 24w, 100-240 vac. The event was reported to hillrom by a third party rep on behalf of their customer who has refused to return the device for inspection and no contact information is available at this time, therefore a thorough investigation into the root cause of the event cannot be performed. An electrical short of a power supply could potentially lead to injury or death if the reported incident were to recur, therefore hillrom is cautiously reporting this event.